Event description:
According to the medwatch ((B)(4)) "physician was inserting a right central line using the two-lumen central venous access kit. While inserting the guidewire, resistance was met , and it was difficult to remove. He removed the guidewire and ended up using a different size guidewire. After the procedure, on x-ray, there was an apparent retained portion of the guidewire. This portion was removed during a preplanned surgical procedure the next day".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The risk manager, at the user facility, reports that the patient is fine. No complications. The risk manager also indicates that all the retained device was removed from patient. No further issues reported.

Event description:
According to the medwatch ((B)(4)) "physician was inserting a right central line using the two-lumen central venous access kit. While inserting the guidewire, resistance was met , and it was difficult to remove. He removed the guidewire and ended up using a different size guidewire. After the procedure, on x-ray, there was an apparent retained portion of the guidewire. This portion was removed during a preplanned surgical procedure the next day".